Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation date of explant: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female patient underwent a breast augmentation surgery with a 150cc mentor siltex round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation of the right breast prosthesis, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2023.

Manufacturer narrative:
On january 24, 2023, mentor received additional information. The patient underwent removal and replacement with an unspecified 150cc mentor saline breast implant. Mentor became aware that the patient experienced ptosis of the left breast. Refer to manufacturing report number 1645337-2023-01609 for the contralateral event. The patient experienced dehydration and flu following the deflation of her right breast implant. As such, anisomastia is no longer applicable. H6 health effect - clinical code e2402: generalized illness on january 25, 2023, mentor received the device for evaluation. On february 10, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noticed within the siltex cracking, measuring approximately 0.3 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer's reference number: (B)(4).